Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was over 300 mg/dl over an hour ago. Customer stated that he treated with a bolus. Customer checked his blood glucose level again and stated that it was 548 mg/dl. Customer was concerned that the insulin pump may not be giving him insulin because his blood glucose level was rising. Customer was becoming irritable. Customer was assisted with checking cal history and it was found that the cal was not going into the pump. Customer was advised that this might be occurring because his blood glucose level was high. Customer's meter was not linked to the pump. Customer understands but insisted that the pump should take the cal. Customer was transferred to a fully trained technician to troubleshoot for high blood glucose levels. No additional information provided.